Manufacturer narrative:
Patient impact changed to yes.

Event description:
No additional information.

Event description:
It was reported that bd connecta plus3 10cm white had connection issues. Impossible to remove the distal cap and impossible to remove the infusion set from the tap. Two problems: the first happened twice, it was impossible to remove the proximal cap with one hand, and the second problem: the patient had to be deperfused because the infusion set broke off in the tap during removal. I've had some feedback on extensions that users find difficult to fit (leading to asepsis errors) or remove (infusion set breaks off in a tap because ide can't unscrew it). We've had a report of an infusion set disconnection defect on a bd connecta 10 cm extension the professional was obliged to break off the end of the infusion set (see photo) because he was never able to unscrew the luer lock. This led to the removal and fitting of a new catheter I'm trying to get more information about the event (lot of extender, date of installation of extender / infusion set / past medications .... )

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the 2 photos and a physical sample with a non-bd product were submitted for evaluation. The reported issue of connection issues was not confirmed to our product upon inspection of the samples. Analysis of the photos and sample showed that the non-bd product was broken, resulting in the connection issue. Bd cannot determine a root cause for the failure mode since the defective product returned is not one of our products. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were not reviewed since a batch number was not supplied for the investigation. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility. Additional information in b5.

Event description:
Has there been any impact on the patient (serious injury, medical intervention, change in treatment required)? Yes - change of catheter.